Event description:
Customer reports that unit would go intermittently "vent inop". Also reported to be giving "sigh" breaths every second or third breath. "Sigh" was not enabled by therapist at time. No pt injury, pt removed from ventilator.